Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device upgrade. After the physician starts using cautery to open the pocket, the cardiac monitor showed period of asystole (p-waves only with no ventricular pacing for 10-12 seconds). Spontaneous return to normal pacing resumed after. When pocket formation resumed, a period of asystole occurred a second time when using cautery, but pacing from the pacing system analyzer was initiated. The procedure was successful. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: h6 - should be "61 - unintended use error caused or contributed to event" instead of "19 - cause traced to user" and h10 should be "the damage noted on the can was due to procedure." Instead of "analysis was normal. No anomalies were found."